Manufacturer narrative:
Additional information in h6, h10. Correction: g4 (invalid lot): from h20c0976 to unknown. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a broken twist clamp. This was observed when unscrewing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.